Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with thinning of the skin at the pump location and with the pump getting stuck to the skin due to scar tissue. The patient underwent a surgical procedure, during which an infection with pus was noted in the scrotum and corpora; therefore, all components were removed, and a washout was performed. No device issues were reported, and no additional information was provided.